Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal extrusion and bladder erosion. The patient underwent excision of mesh. Additional information has been requested.